Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient allegedly experienced prolonged irritation after insertion of the foley catheter on (B)(6) 2018. The irritation became so uncomfortable that the foley had to be changed by the patient's nurse one day after insertion on (B)(6) 2018. The balloon on the initial catheter appeared to be abnormal, with an eccentric shape and the distal tubing invaginating and indenting the adjacent balloon. The patient tolerated the second foley catheter well.

Manufacturer narrative:
Only a photo was evaluated. The balloon shape met the internal specification. However, a full investigation could not be performed based on a photo. The complaint was found inconclusive, due to the poor sample condition. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the patient allegedly experienced prolonged irritation after insertion of the foley catheter on (B)(6) 2018. The irritation became so uncomfortable that the foley had to be changed by the patient's nurse one day after insertion on (B)(6) 2018. The balloon on the initial catheter appeared to be abnormal, with an eccentric shape and the distal tubing invaginating and indenting the adjacent balloon. The patient tolerated the second foley catheter well.